Manufacturer narrative:
Device evaluation: visual inspection of the returned product found pieces of haptic torn off and missing. The lens optic was scratched. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, tore during the loading process and there was no patient contact. The backup lens was implanted. The reporter stated the cause of the event was unknown.